Event description:
Pre-rx temp 97.6 - started @ 350/pt c/o being cold c/o shaking chills t-97.9. Bp 140/70 p80. Procedure stopped and blood rinsed back. Treatment restarted, wet pack e80. @405/ pt c/o chills. T-994 felt better t-987. C/o chills & jacket pain - came off 55min early. Blood negative. Dialyzer's 10th usedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.